Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had shut down, and when the power button was pressed, no sound was heard, with the screen remaining black and the device not powering on. The field service engineer (fse) found the station powered on and functioning upon arrival and customer identified that a tripped circuit breaker had prevented the station from booting. The fse accessed the hardware test application, verified that all drawers were operational, and tested the battery backup functions, with all tests passing successfully. The system functioned as intended after field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a black screen and did not power on. When the power button was pressed, there was no response or audible indication of startup. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.